Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 ¿ patient was diagnosed with incisional hernia thereby underwent robotic assisted laparoscopic repair with implant of ventralight st mesh (devicec #1). Per operative notes, ¿ fascial defect superior to previous incision was noted. A ventralight st mesh (device #1) was placed and fascial defect was closed with sutures.¿ (B)(6) 2021 - patient was diagnosed with recurrent ventral incisional hernia and abdominal pain thereby underwent robotic assisted laparoscopic repair with implant of bard soft mesh (device #2). Per operative notes, ¿ large ventral incisional hernia and scar tissue at the umbilicus was reduced. The fascial defect was closed with sutures and bard soft was placed over the defect and sutured.¿